Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant; product expire date unknown as lot number not known; product catalog number unknown as product unknown. Product manufacture date unknown as lot number not provided by the complainant. Conclusion - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegation and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratasis urethral sling's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.

Event description:
The patient was reportedly implanted with the stratasis urethral sling on (B)(6) 2012, at (B)(6) medical center, (B)(6), by (B)(6) m.d. And (B)(6) m.d. To treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
Lot number not provided by the complainant; product expire date unknown; lot number not provided; product manufacture date unknown; lot number unknown. The root cause of the right abdominal wall abscess is inconclusive. Abscess and/or infection is a known potential outcome of most surgical procedures. The root cause of the patient¿s recurrent stress urinary incontinence is inconclusive due to a lack of medical evaluation and details. The degree of stress urinary incontinence (for which the surgisis tension-free sling was placed) that the patient is experiencing versus the degree of urge urinary incontinence she experiences is unclear. The root cause of the patient¿s current complaints of abdominal/pelvic pain, urinary tract infections, urge urinary incontinence, and dyspareunia is inconclusive, but they are likely influenced by the patient¿s history of arthritis, fibromyalgia, and kidney stones. Additional info (page 2) all contain additional and/or corrected information. Lot number not provided by the complainant.

Event description:
The patient was reportedly implanted with the stratasis urethral sling on (B)(6) 2002, at (B)(6) medical center, (B)(6), by (B)(6). To treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: the patient underwent placement of a tension-free urethral sling, on (B)(6) 2002, at (B)(6) medical center in (B)(6), by dr. (B)(6). Later that month, the patient experienced fever, pain, and redness at the right abdominal incision. She presented on (B)(6) 2003, to her surgeon or the hospital, with complaints of these symptoms. A right abdominal wall abscess was identified and the patient underwent surgical management of the abscess. She remained in the hospital on IV antibiotics until (B)(6) 2003 when she was discharged. She left with an open wound at this site that required packing and wound care until the incision closed. The patient reported she had a(n) (B)(6) infection. The patient also reported that her incontinence appeared to be resolved for several months post op. At about four (4) to (5) months post op, the incontinence returned. While the recurrent incontinence was not as severe as it was pre op, with time it became worse. She currently experiences stress urinary incontinence and urge incontinence. The patient underwent a collagen injection in 2007, at the same time as a lithotripsy procedure, but the injection reportedly did not help with her incontinence. The patient did not report any significant follow-up care or urodynamic studies to evaluate the reported recurrent incontinence.